Event description:
It was reported that during a gastric bypass procedure, there were malformed clips, they were scissored. Flaw clips were removed and another like device was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.